Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the information was not provided or is unknown.

Event description:
Per the end user, there are 2 small open areas to the peristomal skin that are about the size of an eraser head. The open areas are painful at times and have gotten worse. Changes wafer every 1 to 2 days. Cleans with warm water and soap. No further information is available.